Event description:
It was reported that a user believed the ilet used an excessive amount of insulin over several days, with multiple cartridge changes and persistent hyperglycemia while device logs showed sustained time above range and minimal meal announcements; the user was counseled to resume proper meal announcements, avoid overcorrections, and monitor after a new infusion set. Symptoms included prolonged hyperglycemia with sensor readings that reached the high threshold. Outcomes included no hospitalization, no medical intervention, no back-up therapy, no ketone testing, and no acute complications. Investigation included review of uploaded device data and user interaction for troubleshooting and education. Investigation of this case revealed no evidence of infusion set failure or device malfunction and suggested missed meal announcements as the primary contributor to elevated glucose and increased insulin utilization. It was concluded, based on previously established findings for similar reports, that user technique and missed meal announcements were the most probable cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.